Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure testing and clear passage testing was performed and revealed a cut on the tubing. The reported connection issue was not verified. The cause of the cut on the tubing was due to a packaging issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set would not connect. The issue was further described that the thread of the set "has no movement and does not fit the plug". This issue was identified prior to patient use. There was no patient involvement. No additional information is available.